Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that they are experiencing difficulty with the flow of the medication and the user was not able to push on the syringe plunger to inject the medication. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers were unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 bd unspecified bd infusion set experienced occlusion. The following information was provided by the initial reporter: we had two situations in which the end user was having difficulty with the flow of the medication. A patient was on a 24 hours chemotherapy infusion, the chemotherapy was started and then paused. Upon attempting to restart the chemotherapy, the chemotherapy infusion was not flowing. The rn flushed the patient's line to confirm that the access did not clot, and all clamps were reviewed to ensure there was no obstruction in the tubing set. Texium male luer product was attached to a syringe. The provider was not able to push on the syringe plunger to inject the medication.